Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ping meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began in the beginning of (B)(6) 2013. The patient manages her diabetes with insulin pump therapy; however, the patient did not take any action in response to the reported power issue. According to the csr¿s documentation, the patient reportedly developed symptoms of ¿tired and fatigue¿ an unclear time later and on (B)(6) 2013, the patient reportedly went to the hospital. During the patient¿s time in the hospital (B)(6), the patient reportedly obtained a reading of ¿about 500mg/dl¿ with the hospital¿s meter and was administered an unspecified amount of insulin by a health care professional; the patient allegedly was later hospitalized. At the time of troubleshooting, the csr verified the patient was not using the meter for the first time nor was there any misuse of the lfs product, the patient was using the correct test strips at the time the alleged power issue occurred, and the subject meter¿s batteries did not need to be replaced. The reported power issue remains unresolved. Replacement products were sent to the patient. This complaint is being reported due to the following conclusion: the patient claims she was unable to test her blood glucose due to the alleged issue. The patient was reportedly treated by an hcp for severe hyperglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.